Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. Regarding the discoloration on the inside of the light guide lens and scratch on the adhesive around the objective lens, the most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, foreign objects on the server plug-in (z-block), discoloration on the inside of the light guide lens, and a scratch on the adhesive around the objective lens were found. There was no patient involvement.